Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast keys responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen as well as a crack on the battery compartment threads.